Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4). This report was mailed to FDA on: 07/23/2014. (B)(4).

Event description:
A surgeon reported that one month after an intraocular lens (iol) was implanted, the patient reported poor near and distance vision. In a follow-up, the surgeon reported that the patient has hazy vision which affects the patient's activities of daily living.